Event description:
Caller alleged discrepant results compared with the lab. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010; inr 4.2, 3.6. Doctor put patient on lovenox for 3 days following (B)(6) 2010 meter reading. Follow up with patient - results for strip lot 233421: date: (B)(6) 2010; inratio: 3.5; lab: 3.1.

Manufacturer narrative:
Investigation pending.